Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) sections which state: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope¿ as below. [Inspection of the endoscope] 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). 5. Inspect the bending section¿s covering for sagging, swelling, cuts, holes or other irregularities. 6. Loosely hold the midpoint of the bending section and a point 10 cm from the distal end. Push and pull gently to confirm that there is no play. 7. Inspect the objective lens at the distal end of the endoscope insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. 8. Confirm that the diopter adjustment ring turns smoothly and that the eyepiece section is attached securely to the control section. Confirm that the eyepiece is free of defects, such as scratches or deformations. 9. Wipe the eyepiece section and light guide using a clean, lint-free cloth moistened with 70% ethyl or isopropyl alcohol. Olympus will continue to monitor field performance for this device.

Event description:
The olympus medical representative reported on behalf of the customer that the image guide bundle was broken. The device was returned for evaluation. During inspection, the connector tube showed peeling coating measuring at least 1 square mm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During inspection, the reported issue of image guide bundle breakage was confirmed. In addition to the bundle break and the connecting tube's peeled coating, the connecting tube was dented and the eyepiece was scratched. Also, the angle wire was worn and elongated; this caused the up direction of the up/down knob to be out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.